Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: a review of the pump¿s black box data showed unexplained pump reboots. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was corrosion in the compartment. . The battery cap was not returned with the pump and a test cap was used to complete the investigation and it was able to carefully attach to the pump and was used to complete a 24hr duration test. No power interruptions were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but the button was still responsive during the investigation and the display screen was discolored. A leak test was performed and failed due to the battery compartment leak and the bolus button leak and battery compartment leak. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was damaged and had stripped threads, the user was unable to tighten the battery cap and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.